Manufacturer narrative:
Additional manufacturer narrative: this MDR was inadvertently filed under registration number (B)(4). The correct registration number associated with the reported product is (B)(4).

Event description:
Consumer stated that the handgrips on their 6291-awalker are loose, slide back and fort.